Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. There was no button error alarm noted during testing. The unit had cracked case at display window corner, battery tube threads, belt clip slot at battery tube threads area and reservoir tube lip.

Event description:
Customer reported that her blood glucose was 176 mg/dl. Customer stated that her insulin pump was not working correctly. Customer stated that it was alarming button error she changed the battery, but the buttons were not responding and she was unable to clear the alarm. Advised to discontinue use, return the insulin pump and to revert to a back up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).